Manufacturer narrative:
The event date was approximated to (B)(6) 2020, the date the complaint was first reported to bsc, as no event date was reported. (B)(4). An examination of the returned delivery device, half of a carrier and one piece of mesh with one carrier attached was performed. Visual analysis found that there was evidence of tearing on the mesh and the shaft tip of the delivery device was bent. Functional analysis was performed and revealed that the deployment mechanism could not be extended. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the condition of the returned device (shaft tip bent and tearing/tear at the end of the mesh), it is likely that the user experienced difficulty while advancing the device and exerted excessive force on the device resulting in the needle bending and stretching the end of the mesh and the detachment of the carrier. Therefore, the investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) /product label.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a solyx mini sling procedure performed on an unknown date. According to the complainant, during the procedure, the mesh carrier detached from the sling and the mesh carrier remained in the patient. The procedure was completed with another solyx sis system. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good and stable. This event has been deemed reportable based on the investigation results: the shaft tip of the delivery device was bent.